Manufacturer narrative:
The device was returned to the repair center for evaluation. The reported no picture was confirmed as the camera image was black which was due to a defective cable unit. Additionally, externally the camera cable is cut under the protector boot, the coupler is rusted and slight stiff, the video connector is damaged and internally. There are loose screws within the video connector. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The olympus (okm) was informed by the user facility that the high definition autoclavable camera head has "no picture - something moving inside." Which was discovered during set-up. No clinical impact occurred. The device was returned to the regional repair center for evaluation.

Manufacturer narrative:
This report is being supplemented to provide a correction for g2 and additional information based on the legal manufacturer's final investigation. G2 - checked 'other' to add the country united kingdom. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the cause of no of image occurred from a defective cable unit. The specific root cause of the defective cable unit could not be determined at this time. Olympus will continue to monitor field performance for this device.